Event description:
According to the reporter: procedure: low anterior resection. The surgeon fired the eea and about 1 inch of the circular staple line had no staples. Two complete donuts were obtained and leak was noted. Less than 250ccs was noted. Manual suturing was used to resolve the issue. No additional tissue loss was noted. The surgery time was extended by more than 30 minutes. The pt has recovered.